Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.